Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the printer stopped printing, and the touch screen intermittently did not work. No patient harm or injury was reported.

Manufacturer narrative:
Additional info: event site name : (B)(6) hospital . It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue regarding the "printer interface board related malfunction/touchscreen malfunction." No patient harm or injury was reported. (B)(6), an rn in the sicu, called getinge field service engineer (fse) requesting assistance with the printer and touch screen on a cardiosave. She stated approximately an hour ago, the printer stopped printing, but it was not out of paper. (B)(6) placed a new paper roll in the printer and repositioned it several times prior to seeing if the printer would work without success before calling for assistance. Further troubleshooting was unsuccessful. Fse offered (B)(6) 3 options: continue to use the pump without the printer functioning, restart the pump, or switch to another pump. However, she felt that the patient was not stable enough to do any further troubleshooting and would continue to use the pump without the printer. After that, (B)(6) next stated that the touchscreen was intermittently not working. She stated as she "tapped" the screen but did not always respond. Fse told (B)(6) to touch and hold the lock screen key for closer to 3-4 seconds instead of 2 seconds. She stated that the screen could work correctly during that time. Then, the fse advised (B)(6) that once the patient was off therapy, needs to have the pump sent to biomed for service on both the printer and screen. (B)(6) was appreciative of the assistance. Then the fse gave his contact information and encouraged her to call with any questions or if issues arise. It was notified (B)(6) via email. After that, the customer's nurse stated that the unit was restarted, which helped the printer start working. Then, the nurse stated that the service was no longer required. H3 other text : repair service not done.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).